Event description:
It was reported that the right ventricular pace/sense lead demonstrated "poorer" sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 438 competitor implantable pacing lead, (B)(6) 1997, implantable pacing lead, (B)(6) 2007; c154dwk implantable defibrillator, (B)(6) 2007. (B)(4).